Event description:
It was reported that the customer was treated by an endocrinologist for elevated blood glucose levels. The nurse practitioner stated that the customer was stationed in (B)(6) and that her blood glucose levels have been running high. The customer stated that she rec'd an alarm and the bottom of her insulin pump had came off before but had been repaired at our local office in (B)(6). The customer then stated that prior to the event, she had rec'd the same alarm and had been experiencing elevated blood glucose levels, which prompted her to see a local endocrinologist. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.